Manufacturer narrative:
(B)(4). No samples of 450160/23f08u were received. Received (B)(4) each: 450160/22a27u and 450160/23f06u for evaluation. We have no further inventory of the material/batches. We have no further complaints on the material/batches. We forwarded the complaint and customer samples to our supplier for their investigation and comments. A review of production documentation of the concerned material/batches revealed no deviations in association with the reported issues. Retain and customer samples were visually inspected; no deviations were observed. Next, samples were functionally evaluated by simulating a blood collection to fill blood collection tubes. Flash back was visible, and all tubes were found to fill. Then, samples were further inspected by microscopic examination. No abnormalities such as hooked tips or burrs could be observed. In addition, penetration force and resistance force were measured and were found to be within specifications. Furthermore, the quantity of silicone on the wing needle was measured and was found to be within specification. Subsequently, a simulation test was then performed using blood collection tubes; no kickback was observed. Also, the quantity of silicone on the luer adapter needle was measured and was found to be within specification. Finally, move force and pull forces (stopper-protector and at lock position) were measured, as well as return force (after locked); all results were within specification. The alleged malfunction cannot be confirmed. Corrected and additional data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states: 1- difficult access and seeing the flash when in the vein ("difficult access" is defined as the provider sees a flash as if the needle is in the vein but does not get good blood flow) 2- sharpness of the needle 3- the vacutainer popping off the collection tube which is the biggest problem (provider also states "vacutainer popping off the collection tube" means the "vacutainer sleeve" that the blood collection tube is pressed into pops off or separates from the flow tube as if a negative pressure is introduced) 4- "they cannot retract the needle" after completion of the venipuncture before putting it in the sharps container. This results in blood dripping on the patient, treatment chair and floor.